Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse)instrument was unable to work when initially connected to the e100 generator and then failed to provide the desired sealing effect when connected to the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but did not find any related errors. No further information was provided related to the alleged issue related to the vse instrument. No other issue reported. The procedure was continued with no report of patient injury. Intuitive has followed up with the customer to obtain additional information. The customer stated that they are unable to provide further information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.